Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® k2e 10.8mg plus blood collection tubes there were droplets inside 1000 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 16-sep-2025. Investigation summary : bd received two photos and 1,000 samples for investigation. Out of these, 100 returned samples were visually inspected, and edta clumps were found. Evaluation of the samples provided showed clumping of the additive in the tube. Due to the size of the deposit, the additive has slightly yellowed upon irradiation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - non-biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® k2e 10.8mg plus blood collection tubes there were droplets inside 1000 devices. No adverse impact was reported regarding the patient or user.